Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two photographs taken from the angiogram were reviewed. The technical investigation revealed that the balloon is well folded and shows no signs of inflation, but contrast medium residue was observed in the inflation lumen which implies application of negative pressure. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered in between the two radiopaque markers. Moreover, the device tip was found deformed at its distal end. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure. The application of negative pressure to the stent system as well as adjusting the stent position despite feeling resistance have likely contributed to the complaint event. Both is addressed accordingly in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a predilated severely calcified lesion (90 percent stenosis degree) in a moderately tortuous proximal lad. After lesion crossing resistance was felt and it was noticed that the stent was disappeared. It was found in the iliac artery during the scan of full body. It was tried to remove the stent using a snare but it failed. Thus the dislodged stent was adapted to the vessel wall. The intervention was completed using another stent.